Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 1.30mm offset at the tip. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. Additional observation found unrelated to the reported complaint states that the instrument had charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. Further, the instrument was found with conductor wire¿s insulation damage at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the fenestrated bipolar forceps (fbf) jaws opened too wide. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no patient harm due to this event and no fragment fell into the patient. This incident resulted in a procedure delay of three minutes. There was no thermal damage and no arcing observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.